Manufacturer narrative:
The product was not returned for analysis as it remains in service or was surgically abandoned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the communicator associated with this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Troubleshooting was subsequently performed in an attempt to establish communication with the programmer; however, the issue remained unresolved. The clinic was aware of this event. No adverse patient effects were reported. This ICD remains in service.